Event description:
It was reported that therapy never worked for the patient. It was stated that the patient was incontinent and ¿totally house bound.¿ it was indicated that it ¿malfunctioned¿ and it was felt that there was something ¿wrong¿ with the device. The patient was using a walker and reportedly could not work. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2012-02291 for information regarding the explant of the device.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v806874, implanted: (B)(6) 2011, product type: lead. (B)(4).